Event description:
It was reported to philips that fluoroscopy was intermittently not functioning during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the unit dig. Kv ma control and cube cvfd-5 assy, calibrated the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).